Manufacturer narrative:
No x-rays, scans, pictures, or physician's reports were provided. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. The package insert lists "patients with limited blood supply, insufficient quantity or quality of bone, or latent infection" as a contraindication. The insert also states "migration, bending, fracture or loosening of the implant" are possible adverse effects and complications. Based on the information available the most likely cause of the event is the patient condition (osteoporosis). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0001032347-2017-00805.

Event description:
A revision due to loosening of the screws in an osteoporotic patient was reported. Additional information was requested but has not been received at this time.